Event description:
The customer's mother reported via phone call that the customer had a blank display. The mother also reported a failed battery test alarm occurring. Customer's blood glucose was 498 mg/dl at the time of incident. Customer's blood glucose was treated with a bolus. It was also found the failed battery test alarm was resolved with a battery change. The mother also reported a weak battery alarm in the alarm history. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.